Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: mlc-062 user had poor technique note: manufacturer contacted customer in a follow-up call on 2-dec-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for error messages (e-0), low and high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with all five meter memory test results. The customer¿s expected morning fasting blood glucose test result range is 110-115 mg/dl and expected afternoon fasting blood glucose test result range is 150-200 mg/dl. Customer is concern with results from the meter memory of 60mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/13/2021 and open vial date is 11/09/2020. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).